Manufacturer narrative:
A visual inspection of the returned product found the lens optic torn. Piece of optic is torn off and missing. Lens was retured in liquid. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation: method - (process evaluation): device history record review. Results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor to the complaint. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Diopter: +23.00. Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation method: lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the patient's left (os) eye. The lens did not insert property in the patient's eye. The surgeon decided to remove the lens and the incision was enlarged. As the lens was removed from the eye, the lens tore. Another lens, same model and size was implanted, no sutures were required. There was no injury to the patient. Cause of this incident is unknown.

Manufacturer narrative:
Medical review conclusion: there is no information to determine if there was any malfunction of the insertion system, and a work-order search showed no similar complaint. There is no information to determine if the event was due to improper lens loading or surgeon handling. (B)(4).